Event description:
Adverse event(s): "no pt involvement." (No pt involvement). Product problem(s): "system message displayed." (Device displays error message); "switched to another system." (No code available). A nurse reported receiving a system message code during setup. The nurse brought in a second system to complete the cases. There was no pt prepped for the case when the event occurred.

Manufacturer narrative:
A company service rep examined the system. The power supply was replaced. The system was then tested and met all product specifications. (B)(4).